Event description:
Patient monitored uterine activity on 6/4/94 at 0935 that showed uterine activity below baseline and no reported symptoms of ptl. At 1335 on 6/4/94, the patient's mother called to say her daughter had tried to remonitor but was extremely uncomfortable. The nurse instructed the patient's mother to take the patient to the hospital immediately. When the patient arrived at l & d, she was actively contracting and the cervix was fully dilated. She ws delivered via cesarean for breech presentation. New born was 31 weeks, in nicu and stable. Patient also on 404-sp infusion pump for terbutaline therapy. No malfunction or user error occurred with this device. Patient had a history of precipitous labor with her last pregnancy (4 hours) which occurred at 32 weeks gestation. Patient's monther reported that the patient had been experiencing contractions for about an hour before calling the facility or remonitoring at 1335.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.